Event description:
On (B)(6) 2016, the reporter (mother) for the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter was reading inaccurately high compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the alleged inaccuracy began on ¿(B)(6) 2016, 16:50pm¿ when the patient obtained a blood glucose result of ¿70¿ on the subject meter compared to ¿20¿ on the laboratory device, preformed within 10 minutes of each other. The reporter denied that the patient takes any medications to manage her diabetes and continued with her usual diabetes management routine as a result of the alleged product issue. The reporter claimed that 1 minute prior to the start of the product issue, the patient developed symptoms of ¿unable to talk correctly¿. The reporter stated that she treated the patient with food and/or drink (sugar). The reporter detailed that a blood glucose reading of ¿20.0¿ was obtained on an ambulance meter at the time of trouble shooting, the csr confirmed the patient was unable to say if the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. Csr detailed that the patient¿s testing steps were incorrect as they had used disinfectant before performing the blood test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to the onset of these symptoms.